Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that device passed visual inspection and functional testing. The controller in use during the event did not have the smr (software master record) upgrade. Log file analysis did not reveal any critical battery alarms involving (B)(4). However, premature power switching events due to communication errors were recorded involving the battery. The most likely root cause of the power switching event can be attributed to communication errors between the controller and the battery. An internal investigation has opened to evaluate communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a critical battery alarm while it was charged. The battery was exchanged. There were no reported consequences or impact to the patient. No patient complications have been reported as a result of this event.